Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of bleedback and occlusion is confirmed, but the cause is unknown, since clinical conditions are not known and cannot be replicated. The device returned was one 5 fr s/l powerpicc solo catheter. Visual observation found the extension leg of the catheter to manifest adhesive residue on the outside and what appeared to be blood residue inside; bleedback is therefore confirmed. The catheter terminated between the (B)(6) depth marks. Functional testing found that the device could be infused after initial blockage was overcome, and that it would also aspirate without difficulty. Due to the change in state of the device due to passage of time, etc. And unknown clinical conditions, it is uncertain to what degree the device was occluded during the procedure. No leakage from the catheter was found. When the catheter was flushed and the distal tip was placed in a container of water well above the solo valve, no leakage from the valve could be confirmed. Microscopic evaluation found some use residues at the large central valve slit, although they did not appear to be holding the valve open. No damage to the valve was noted. Clinical factors such as flushing/maintenance practices may have caused the valve to be held open by residues/debris, causing blood backflow. The product IFU provides instructions for flushing and maintaining the catheter, which help keep the valve clean. It is unknown if the ¿positive pressure disconnect¿ method was used, which is to remove the syringe slowly while injecting the last 0.5ml of saline from the syringe. This helps prevent a vacuum which can pull a small amount of blood into the tip of the catheter. The powerpicc solo catheter is designed for use with needleless injection caps or ¿direct-to-hub¿ connection technique. A sterile end cap should be applied on the catheter hub to prevent contamination when not in use. This would also help prevent bleed back.

Event description:
It was reported that the valve of the powerpicc solo catheter was not functioning well. It was stated that blood return and occlusion were noticed. The catheter was removed. No harm to the patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the valve of the powerpicc solo catheter was not functioning well. It was stated that blood return and occlusion were noticed. The catheter was removed. No harm to the patient.